Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The miradry treatment is indicated for use on adults, 18 years or older.

Event description:
Clinic reported a patient who developed 2 abscesses on left axilla ~1.5 months post miradry treatment. Antibiotics were prescribed.